Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the fresenius cycler/cassette and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the fresenius cycler/cassette was associated with the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient was performing pd treatments with household cats in the bed (a known risk factor). Therefore, the event was most likely due to a breach in infection control in the home, as reported by the patient¿s pd nurse.

Event description:
During an anonymous customer experience survey, it was reported that the customer was on peritoneal dialysis (pd) experienced a serious infection and was hospitalized. There were no recorded issues with a fresenius device, or product in relation to the reported event. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient had peritonitis (date unknown) while previously on pd therapy with an unknown fresenius cycler/cassette. The pdrn stated the event was not related to a product issue. The pdrn stated the peritonitis was due to a breach in infection control in the home as the patient did pd treatments with 3 young cats sleeping in the bed while they did dialysis. The patient recovered from the event with antibiotics, but the nurse could not provide any additional details. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. No shipping search could be performed for the lots delivered to the patient. Consequently, no product will be returned from the distribution center to be analyzed since the lot number is unknown. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided.

Event description:
During an anonymous customer experience survey, it was reported that the customer was on peritoneal dialysis (pd) experienced a serious infection and was hospitalized. There were no recorded issues with a fresenius device, or product in relation to the reported event. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient had peritonitis (date unknown) while previously on pd therapy with an unknown fresenius cycler/cassette. The pdrn stated the event was not related to a product issue. The pdrn stated the peritonitis was due to a breach in infection control in the home as the patient did pd treatments with 3 young cats sleeping in the bed while they did dialysis. The patient recovered from the event with antibiotics, but the nurse could not provide any additional details. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.